Event description:
It was reported that there was twos (t-wave oversensing). Detection was withheld except for two episodes, where detection was met and atp (anti-tachycardia pacing) therapy was delivered. The episodes eventually terminated without further therapy. It was noted that the patient was very ill at the time, including electrolyte imbalance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 implantable pacing lead, (B)(6) 2011; 5076-52 implantable pacing lead, (B)(6) 2011. F(B)(4).